Event description:
It was reported the patient had an MRI over a ¿couple of years prior.¿ the MRI was not related to the device. It was stated that the patient was shocked during the MRI and was never told they could not have an MRI. The patient was thinking that if they turned stimulation off, they would not get shocked. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v235031, implanted: (B)(6) 2009, product type lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3031a, serial# (B)(4), product type programmer, patient. (B)(4).